Manufacturer narrative:
G4: 07oct2020. B4: 08oct2020. The device was not in clinical use at the time of the event. This issue occurred during testing of the device. The fse performed full performance verification testing (pvt) and did not find any issues with the device. The preventative maintenance was also completed and the device was placed back into service. There was no confirmed device malfunction, pvt was successful, and the unit was returned to service with no repairs required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03oct2020.

Event description:
It was reported to philips that the device went completely black and the alarm went off. The device was in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.